Manufacturer narrative:
This report is submitted on 7 may 2021.

Manufacturer narrative:
This report is submitted on 4 august 2020.

Event description:
Per the clinic, the patient experienced infection and extrusion of the receiver-stimulator resulting in explant of the device on (B)(6) 2020. There are no plans to re-implant the patient as of the date of this report.